Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided image contain information regarding catheter mechanical jam. After review of the provided image mechanical jam can not be confirmed. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqx; mcw), d4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a thrombectomy & atherectomy procedure using rotarex. During the procedure, when trying to flush/prime the catheter no fluid appeared in the hand piece, allegedly the catheter was not working/aspirating. The procedure was completed using another device. There was no reported patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. D2b: dqx;mcw section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a thrombectomy & atherectomy procedure, during the procedure, when trying to flush/prime the catheter no fluid appeared in the hand piece, allegedly the catheter was not working/aspirating. The procedure was completed using another device. There was no reported patient contact.